Manufacturer narrative:
Serial numbers: (B)(4). For 5 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the bag to vent switch assembly was replaced for 1 unit, the bellows cover was replaced for 1 unit, the sensor interface board (sib) for 1 unit. To resolve 1 event, the bag to vent switch mechanism was repaired, and to resolve 1 event the pop off valve was re-connected. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced mechanical problems. 2 events were reported for malfunction preventing mechanical ventilation, 1 event reported for malfunction affecting the delivery of mechanical ventilation, 1 event reported for mechanical ventilation would not start when selected, 1 event reported for system bag to vent switch not working correctly, and 1 event reported for oxygen leakage from the bellows preventing mechanical ventilation. These reports were received from various sources. Of the 6 events, 5 did not involve patients, and 1 did involve a patient. There was no patient information available.